Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 45 minutes to an hour. The glucose level at the time of incident was 230 mg/dl. No further information available.